Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a battery failure occurred. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporter and reporting institution phone #: (B)(6).